Event description:
According to the reporter an epidermal inflammatory reaction and enlargement of ulcerous lesions was observed after 21 days of treatment of a wound with sorbact gel dressing. Sorbact gel dressing was covered with a wet compress and maintained by resposorb during treatment. Burning sensation and pain was also reported. No fever. Hospitalization was required. After stop using sorbact gel dressing the inflammatory reaction was amplified during 3 days and thereafter stopped. The sorbact gel dressing was changed daily during treatment. Many gel dressings (no information on the number of products) were applied on the venous ulcer which covered a large part of the calf and tibia. The venous ulcer was very diffuse so products were not applied only to the wound but also to the surrounding skin. No cream or gels were used simultaneously but a compression with urgok2 was implemented. The nurse did not follow the patient again and so she does not have more data regarding the length of hospitalization nor the patient's recovery.